Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "change in caretaker". The peritonitis was manifested by cloudy pd effluent and high procalcitonin. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection meropenem (1gm, three times a day, intraperitoneal, ongoing) and vancomycin (1gm, every 48hrs at bedtime, intraperitoneal, ongoing) for peritonitis. On unknown date, the patient was discharged and recovered from peritonitis. Pd therapy is ongoing. The caregiver was retrained on the proper aseptic technique. No additional information is available.